Event description:
It was reported that the suction port came off while the suction port was being connected to the suction connector tube. The fault presumably occurred during suction while in patient use. No patient injury or clinical affects was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used partial bluselect suctionaid, cuffed, non-fen. One (1) customer image was returned showing the blue suction connector separated from the suction line tubing. As received, only a partial segment of the trach tube was returned. Only the suction line and suction connector were returned. The blue connector was returned lodged into a non-ICU mating suction device. The suction tubing was separated from the connector. No other damages or anomalies were observed. The complaint of separation can be confirmed. The probable cause is due to unintentional pulling forces on the connector during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.